Event description:
Reporter alleged the lancet needle used in the lancet device for finger-stick glucose testing would not retract. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent.